Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5025745, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 21542458, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4318, serial number: na, batch/lot number: 23131025, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced overstimulation from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. No further information could be obtained.